Event description:
It was reported that the patient presented remotely via (B)(6) on (B)(6) 2022. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) had multiple non-sustained right ventricular oversensing (nsrvo) alerts due to premature ventricular contractions straddling as ventricular tachycardia. The programming changes not performed at this time. There were no adverse consequences to the patient